Event description:
Boston scientific received additional information from product investigation closure, and a supplemental report is being filed. It was reported that the patient experienced chest pai. The right ventricular (rv) lead perforated and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix retracted and dried blood was present around the helix. Tissue on helix. The laboratory analysis was unable to confirm the field allegation. The lead passed testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead perforated and was explanted. No additional adverse patient effects were reported.